Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va02kcc, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va02kcc, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The health care provider (hcp) reported that she had issues with her device/ therapy on sunday. She had intense pain at the site of her implant. It felt like someone had punched her in the chest. She had never had this chest pain before. She considered calling an ambulance due to the pain. The patient felt her device turn off because her tremor returned. She then felt intense numbness in her hand and tongue. The device was checked and it was off. It was turned on and the numbness came back and then went away. The pain near the battery lessened but was sore for a few hours. The device was currently on. The patient had no pain, numbness, or tremor. Additional information received from the manufacturing representative reported that the patient was scheduled for surgery on (B)(6) 2015.

Event description:
The patient was implanted for essential tremor and movement disorder.